Event description:
It was reported that the device displayed new sensor during a sensor session. He sensor was inserted into the abdomen on (B)(6) 2022 no product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).